Manufacturer narrative:
The complaint for implant detaches from both leaflets into vasculature (post procedure) was confirmed with other empirical evidence. No manufacturing non-conformities were confirmed in the investigation. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event. Available information suggests that patient conditions, (the patient's tissue was extremely sensitive and the force on the tethered pml), may have contributed to the reported event. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace in mitral position where during procedure, a single leaflet device attachment (slda) occurred. Twenty seven days after the procedure, the device detached completely and migrated to the bifurcation of the abdominal aorta. Transseptal puncture (tsp) was performed highly due to an extremely fragile septum. Tsp was inadvertently done with the guide for the tsp needle. Imaging was challenging due to the heavily tethered posterior mitral leaflet (pml). The anterior mitral leaflet (aml) was grasped first, followed by the pml. Both leaflets were laying flat on the paddles up to the device apex, with no curling. After closing the device, all tension on the system was relieved. A reassessment of leaflet insertion was performed, and the device was deployed. However, after about 3 heartbeats, the device detached from the pml. To stabilize the first device, a second device was implanted without any issues. According to the physician, the root cause of the slda was that the patient's tissue was somehow extremely sensitive in combination with the force on the tethered pml. The initial mitral regurgitation (mr) grade was 4, and it remained 4 when the slda occurred, and the final mr grade was 2. Twenty seven days after the procedure, the device detached completely and migrated to the bifurcation of the abdominal aorta. Currently, there are no plans for intervention to extract the device.